Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an unspecified procedure. Reportedly, the hub of the sheath would not attach into the device. Manual arterial compression was applied to achieve hemostasis. A 5fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a hub detachment was confirmed. The probable cause for the reported event was determined to be user error. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.